Manufacturer narrative:
Concomitant medical products: calcium injection, prednisone. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of massive headaches, facial droop, swollen and black eyes, hypertension, dysphasia, bell's palsy, severe inflammation, double vision, pain, blurred vision, soreness, arthritis, lumps and erratic vision are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Patient reported having been injected with unspecified juvederm voluma and botox. Patient was also given muscle relaxants at the time of the injection. Patient began experiencing headaches within 2 hours of injections. On the next day, the patient developed massive headache with very swollen and black eyes. Two days later, the symptoms remained the same but the right side of the patient¿s face also seems to have dropped. Patient had taken neurofen pain tablets for acute headaches. Another 2 days later, the patient went to see a doctor and had high blood pressure, blurred vision and massive headache. Four days later, the patient developed double vision, severe headaches, a swollen face with severe inflammation of right sinus. Patient had been taken to the emergency room as the symptoms became worse and was treated for a suspected stroke. Patient was given blood pressure tabs and blood thinners. Patient had an ECG and blood drawn. Patient was given antibiotics for the sinus. Patient was not allowed to drive due to having double vision. Four days later, patient still had pain and drop face. There was pain in the neck and shoulder on the left side while the patient¿s hands tingled especially in the right hand. Patient also had sore knobs developing on their fingers. Patient noted that the joints flared up with swelling arthritis over the past 3 months and the neck/shoulder pain was all new. Patient was reviewed by a local optometrist. Patient noted having a very rare eye issue called ¿bird shot.¿ patient had never suffered from double vision previously but their blood pressure was high so it was though it had something to do with the patient¿s sight. Patient visited a surgeon and was booked for a thyroid scan, MRI scan, CT scan and blood tests. Patient had the CT scan the next day for a facial droop, dysphasia and hypertension. There was no acute intracranial pathology but incidentally found evidence of sinus disease of right maxillary antrum. Patient was seen the optometrist again and had horizontal diplopia as it was measureable with maddox rod and prism cover test. The issue was resolved with prism. About 2 weeks later, the patient¿s face remained lop sided with headaches and blurred vision while the hands, neck and shoulder were still painful. About 3 weeks later, patient was able to drive as their vision cleared but still had headaches and soreness to the upper body and hand joints. Three days later, the patient continued to have headaches with neck, shoulder and joint soreness. Patient still also had lumps under their eyes on the eye bone. It was noted that the tests the patient had have shown nothing. Patient said that their doctors thought the patient may have had bell¿s palsy from botox. Patient has had botox for the last 29 years and notes they have had a bit of headache after botox treatments but had only lasted a few hours. Patient has previously been injected with unspecified juvederm voluma and unspecified juvederm with no problem. Patient had seen an eye specialist the following month and the symptoms of erratic vision had settled down, but the bird shot inflammation had increased for the first time in 2 years. Around the same time, the optometrist reviewed the patient and noted that the patient had an allergic response to the botox injections involving the bilateral eyelid oedema. The symptoms resolved at the time of the review. Patient has also been taking effexor for 4 years and nexium daily. Patient also has proline calcium injections due to having 60% bone density.